Event description:
Investigation of a catheter returned for evaluation related to noise issues, revealed a handle leak.

Manufacturer narrative:
The initial complaint description received on (B)(4) 2010, stating "noisy distal signal on electrode #2" did not meet adverse event reporting criteria. Investigation completed on 12/20/2010, revealed a handle leak which does meet adverse event reporting criteria as reoccurrence could lead to serious injury. Investigations have confirmed a leak in the handle of the catheter is caused by the lumen breaking at the edge of the catheter handle in the protecting tube. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. A quality improvement project was initiated to address this issue. Date report submitted to FDA by manufacturer: 12/22/2010 date the initial reporter provided the info to the manufacturer: (B)(4) 2010. Date investigation completed: 12/20/2010.